Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing. Boston scientific technical services (ts) discussed that the device appears to be functioning as programmed. This ra lead remains in service. No adverse patient effects were reported.